Manufacturer narrative:
On (B)(6) 2019 immucor technical support used a remote electronic connection method to assess files on echo lumena instrument serial number (B)(4); the camera report and the event log were both acceptable. On (B)(6) 2019 an immucor technical services explained to the customer that the patient sample cannot be ruled out as the cause due to fact that the xm was compatible on both echos, and with the gel and tube methods. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported unexpected negative results for a crossmatch on the echo lumena instrument.